Event description:
User received erroneous results for calcium which occurred intermittently, approximately "10 - 25% of the time". Results for 7 patient samples were provided of which only 1 sample was discrepant. The initial result for this sample was 10.3 mg/dl. The same sample was repeated on another d module (d3) at the site giving a result of 9.4 mg/dl. No patients were affected as no erroneous results were reported. Calcium reagent lot number - r1 62016801, r2 61550801. The field service representative found dirty sample probes as the cause. He cleaned each probe and performed operational tests which gave acceptable results. Calibration and controls were run giving results within acceptable range.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.